Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). After completing the procedure, the distal tip of the ace68 broke off as the ace68 was being retracted through the neuron max 6f 088 long sheath (neuron max) to be removed. The tip of the ace68 was then left in the patient because it was too difficult to remove, and the procedure ended. It was reported that the patient passed away a few days later due to events unrelated to this procedure. The patient's cause of death was asystolia.

Manufacturer narrative:
Results: the ace68 was kinked approximately 3.5 cm from the hub. The device was ovalized approximately 117.5 cm from the hub. The marker band was missing from the distal tip of the ace68. The open ¿c¿ section of the marker band was visible on the extrusion. The liner in the inner lumen of the ace68 was folded inward where the marker band was placed. Apart from the marker band, the ace68 was fully intact and within specification. Conclusion: evaluation of the returned ace68 revealed no breaks in the catheter but confirmed the marker band was missing from the distal tip. The ace68 liner shows signs of folding inward allowing a path for the marker band to separate from the catheter at its location between the liner and extrusion. The root cause of this folding could not be determined. Markings on the distal tip indicate the marker band was fully embedded in accordance with the standard manufacturing procedure. Further evaluation revealed a kink and ovalization on the device. This damage was likely incidental to the reported failure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, resistance was experienced; however, the procedure was successfully completed after one pass. After completing the procedure, the ace68 was retracted from the neuron max 6f 088 long sheath (neuron max) and the distal tip of the ace68 was observed to be broken off. The tip of the ace68 was then left in the patient because it was too difficult to remove, and the procedure ended. It was reported that the patient passed away a few days later due to events unrelated to this procedure. The patient's cause of death was asystole.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being included in this follow-up #02 MFR report: 3005168196-2018-02491. Date received by manufacturer.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #03 MFR report: 3005168196-2018-02491 email and address line.